Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stating that she was hospitalized due to rashes at the sensor insertion site. Customer¿s blood glucose level was unknown. Customer had red, itchy rashes. Customer stated that she was wearing the sensor at the time of hospitalization. The sensor will not be returned for analysis.